Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the black power cable and the reported power cable disconnect alarms were confirmed via visual analysis and log file analysis. The heartmate iii system controller (serial #: hsc-087446) was returned for analysis and the downloaded log file from the controller spanned approximately 4 days (B)(6) 2021, per timestamp). Events occurring on (B)(6) 2021are from product testing at abbott. On (B)(6) 2021at 6:22:33 - 6:24:05 there were atypical intermittent power cable disconnects on both power cables while connected to the mobile power unit (mpu) and on (B)(6) 2021 at 6:25:03 - 6:39:13 there were atypical intermittent power cable disconnects on the black power cable while connected to 14v battery power. These events were coincident with rsoc invalid faults and would clear on their own. Pump operation was not affected. There were no other notable alarms in the log file. The system controller was tested and was able to pass all stages of testing despite the observed damage on the black power cable. The damage on the black power cable was only on the cable sleeving and did not cut into the insulation or conductors of the controller. There were no atypical alarms that occurred during product testing. It was communicated in the reported event that a cat had chewed on the black power cable. The root cause of the reported events was determined to be from a pet chewing on the power cable, as reported. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment and contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted that a cat may have chewed on the patient's black power lead. The patient started having no power connected to the black power lead so the controller was exchanged.